Manufacturer narrative:
This report is submitted on december 14, 2020.

Event description:
Per the clinic, the patient experienced skin issues at the implant site, and was treated with a steroid ointment (duration not reported). The implanted device remains.